Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close correctly and fell from vessel. They could be removed. No further information is available. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.